Event description:
It was reported that the lead was explanted due to fracture. X-ray revealed exposed conductors and upon explant, conductors outside the lead body above the coil were observed. Fibrotic material adhered to the lead was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was received in two segments. An internal abrasion was noted proximal to the rv shock coil at 11.5-14.0cm. At this location, both ends of the internal insulation abrasion showed signs of explant damage. The optim sheath was separated and torn, consistent with explant damage. The etfe coating was damaged at this location, consistent with explant damage. The reported field event of lead fracture could not be confirmed.